Manufacturer narrative:
Per - (B)(4) initial report. Additional information including, device details, operative notes, patient age and activity level and the return of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Not returned.

Event description:
Trinity / minihip revision after approximately 2.5 months due to aseptoc loosening of the femoral component and stem subsidence.

Manufacturer narrative:
Per -779 final report. Additional information, including device details, operative notes, patient age and activity level and the return of the explanted devices was requested in order to progress with the investigation of this event, however, not all was available and thus this investigation was limited. It was confirmed that the explanted devices could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Operative notes and x-rays were provided for this case and reviewed at corin. The x-rays indicated that the femoral stem may have been undersized and in a valgus position with low neck resection. Based on our investigation, and the information which has been provided for this case, the root cause of the aseptic loosening could not be determined, however it is possible that it may have been the result of an undersized stem. Therefore, corin now considers this case closed. Should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, enttiy's representative or distributor caused or contributed to this event.

Event description:
Trinity / minihip revision after approximately 2.5 months due to aseptic loosening of the femoral component and stem subsidence.